Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulation leads. The patient underwent a procedure where a lead was added. The patient was doing well postoperatively with adequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model #: sc-2366-50, serial #: (B)(4), batch #: 7071809; brand name: linear 3-6, upn: m365sc2366500, model #: sc-2366-50, serial #: (B)(4), batch #: 5071734.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulation leads. The patient underwent a procedure where a lead was added. The patient was doing well postoperatively with adequate stimulation. Additional information was received that two leads were added and implanted in the epidural space to provide coverage. The original leads placed subcutaneously were left in situ, however, not in use as they did not provide the coverage originally hoped for.